Event description:
It was reported that during the lead implant, the physician attempted to insert the stylet into the lead, however, it did not advance. The lead was explanted and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor had a blood/fluid obstruction. It was noted that the lead appeared to have been damaged at implant.